Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse spoke with the customer. The customer explained one of their staff members lubricated the system probe guide rails and pump drive shafts. Shortly after, they found discordant creatinine results. The customer removed a wedge that was in use and repeated all samples, resulting within expected ranges. The customer also reported a few days after this, they experienced numerous pump and probe movement errors and cuvette errors. The cse found signs of oil splashing around the probe mechanisms and pump drives. The cse also found marks from oil dripping down, off of the probes. The cse cleaned all the oil off the mechanisms and cleaned the internal parts of the instrument. The cse greased the mechanisms using the proper lubricant and checked all probe alignments, resulting within specifications. The cse checked the pump home positions, resulting within range. The cse cleaned cuvette windows and found dried liquid marks on multiple cuvettes. The customer ran quality control (qc), resulting out of range. The cse replaced the probe tip and the customer performed qc, resulting within range. The cause of the discordant, falsely elevated enzymatic creatinine result is due to the customer using the wrong lubricant. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated enzymatic creatinine result was obtained on a patient sample on a dimension exl 200 instrument. The initial result was released to the physician(s), which was questioned. The customer repeated the same sample on the same dimension exl 200 instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated enzymatic creatinine result.